Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The device did not detect latched, unlatched or locked. The cause was found to be an inoperable latch lock optic flex sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump did not recognize the latch/lock. There was no patient involvement.